Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering higher than set peep (positive end expiratory pressure) was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift.

Event description:
An authorized service provider (asp) elected to return a device to ventec for service. During the investigation, ventec reviewed a copy of the asps work order where they had noted that the device was delivering higher peep (positive end expiratory pressure) than set. There was no patient use associated with the reported issue.